Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -11.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).